Event description:
A customer reported that the pump battery would not charge, and despite following instructions to plug the pump into different outlets and use different adapters and cables, the issue persisted with an unstable or unrecognized connection. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team decided to replace the pump, as it was still under warranty. The customer was guided on how to put the pump into storage mode before returning it and opted to use multiple daily injections as a backup therapy.